Manufacturer narrative:
To date, ifnormation suggests that this medical device has not been returned to boston scientific yet. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this pulse generator was explanted, having reached elective replacement indicator (eri) after two years of service. The outputs had been programmed 5.0v @ 1.0ms for both the right atrial and right ventricular leads, both non-bsc leads. There were no reported adverse patient effects beyond the early surgical intervention.